Event description:
"During cerebral angiogram, an air bolus was inadvertently injected into left subclavian artery necessitating repeated repositioning of the pt to release the air block which occurred in the pulmonary artery. Due to an episode of ventricular tachycardia the pt required defibrillation. He was stabilized and transported to the intensive care unit." Schneider/namic high pressure stopcock was in use during the procedure.